Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29mm transcatheter bioprosthetic valve, at an implant depth of 4mm, a post-implant balloon aortic valvuloplasty (bav) was performed due to moderate paravalvular leak. The implant depth of the valve following the bav was -2mm. An angiogram was performed; it was determined to implant a second 29mm valve due to a slight dislodgement of the first valve. Prior to attempting to implant the second valve, emergency procedures were administered including cardiopulmonary resuscitation (CPR) due to severe central aortic regurgitation. While attempting to implant the second valve, the delivery catheter system (dcs) was unable to cross the first valve. The dcs was withdrawn and upon inspection it was noted that the tip of the dcs nose cone was damaged. The damage was attributed to the multiple attempts to cross the valve. A third 29mm valve was not readily available, and due to the emergent nature of the patient, a 26mm valve was loaded onto a new dcs and successfully implanted. Chest compressions and emergency protocols continued from the initial onset. Ultimately the patient expired. The cause of death was aortic insufficiency which lead to cardiogenic shock. No autopsy was performed.